Event description:
In early 2009, a doctor reported to co that a pitt easy implant standard abutment fractured at the screw.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The patient's abutment has not yet been replaced since the patient and doctor are deciding how to proceed with the patient's treatment. The product was not returned to co for evaluation.